Event description:
Olympus was informed that during a diagnostic esophagogastro duodenoscopy (egd) procedure, a piece of black lining fell into the pt¿s stomach when an unspecified biopsy forceps was inserted into the reference device. No further detail was provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add¿l info regarding this report. The user facility reported that the referenced device was used for the first time after it had been bitten by a pt one week ago. The referenced device was reprocessed in accordance to olympus¿ recommendation with no leaks observed following the procedure. The device was subsequently used on (B)(6) 2012 during a diagnostic egd procedure in which the users reportedly was utilizing a boston scientific standard 2.8mm radio jaw biopsy forceps. A minute chunk of black lining was noted to dislodge from the biopsy port into the pt¿s body cavity toward the end of the procedure after a biopsy had been taken. The users reportedly had attempted to retrieve the black lining, but reportedly were unable to locate it. As a result, the black lining was said to have been left in the pt¿s body cavity. The user facility reportedly had spoken with the pt following the procedure and the pt was reportedly doing fine. The device referenced in this report was returned to olympus for eval . The eval noted the insertion tube with bite marks and scratches between the 40cm to 46cm area which is due to mishandling. The instrument channel was inspected with a boroscope with no signs of strain and foreign material observed. The referenced device passed the air/water leak test. This report is being submitted as an MDR in an abundance of caution.